Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the deployment of the 8f angio-seal device, blood leakage was found. A pre-deployment angiogram had confirmed the indication. They had planned to conduct vascular closure for patient after (pci) percutaneous coronary intervention surgery in the aorta. They pulled out the whole device use and changed to a new close device from other brand. The following procedure went on well, and no harm was found on the patient. The patient was in stable condition. Additional information was received 16october2019: a 8fr sheath was used.